Event description:
It was reported during remote follow up that the right ventricular lead exhibited non-sustained rv oversensing. The patient was stable and asymptomatic.

Event description:
Additional information received indicated the right ventricular (rv) lead was over-sensing noise. Programming changes were implemented, and the patient was stable post changes.